Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that patient's wrist-style magnet was cracked and he was in need of another one. Good faith attempts for further information were made, but were unsuccessful. Cracked magnet will not be available to manufacturer for product analysis.